Event description:
I picked up my contacts and have been wearing this same type and brand for quite some time, but I have not worn the clear lenses in a while. I have worn them off and on for a week and noticed that my vision is perfect at a distance and then all of a sudden I cannot see any of my phone screen words up close. They are completely blurry and I cannot read small print which is never an issue. I contacted my doctor as well. When I got home, I took my contacts out and now there are no problems. I have not put another pair in to see if it was just that one pair or if all of the contacts cause the same issue. I have not had any changes that should cause this issue. I thought at first it might be medication, but however it is not. I was concerned maybe a pair of contacts for monovision or bifocal or some other type of lens could be in my product? None, no labs are needed as the problem was fixed when I took the set of contacts out with no issues.